Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to pyxis logistics. The technical support specialist reviewed the reported issue upon case initiation and analyzed interface and transaction logs to track the order flow. It was identified that the order was received multiple times but was blocked due to the absence of quantity data in the hl7 messages. The interface behavior was reviewed and confirmed to be functioning as designed. Further analysis showed that the order successfully processed once the rxe.10 segment contained a valid quantity. The findings were communicated to the customer, and no bd system malfunction was identified prior to case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, order was not crossing over to logistics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.